Manufacturer narrative:
Logs showed the pump was delivering morphine sulfate and clonidine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine [45 mg/ml] at a flex dose of 55 mg/day and clonidine [10 mcg/ml] at a flex dose of 12 mcg/day. It was reported the catheter was not freely flowing, and the physician was unable to aspirate the catheter during a pump replacement for early replacement indicator (eri) on (B)(6) 2017. The physician attempted to aspirate the catheter, but no drug or cerebrospinal fluid (csf) was aspirated. There were no environmental/external/patient factors that might have led or contributed to the issue. The physician elected to complete a back table prime of .199 ml in 12 minutes and connect the existing catheter to the new pump. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported. Additional information received on (B)(6) 2017 from the hcp via the representative reported the pump replacement was for normal eri. The cause of the catheter having no flow was not determined.